Event description:
It was reported on (B)(6), 2025, that during a selenia dimensions mammography systems, 3d procedure, the side panel rotate switch did not disengage. A field engineer assessed the equipment and confirmed the switch is not working correctly and caused the c-arm to rotate without command. The field engineer replaced the c-arm switches and verified that the system is now functioning in accordance with manufacturer specifications. No patient or user injury was reported.